Event description:
Arthrex scorpion needle knee ar-12990n, lot 15476962, exp 07/31/2030. Tip of needle broke. Piece recovered. No xray needed per md. Clinical site notified vendor rep directly and coordinated return of the product. Manufacturer response for surgical needle for suturing, scorpion needle (per site reporter).